Manufacturer narrative:
The device was explanted on (B)(6) 2024

Event description:
Reportedly, patient (B)(6) came to regular astral study m24 visit and complainted about pain in the area of the implanted generator. Also he said that since two weeks he could observe swelling in the implant area of the generator. Suspected pocket infection by the investigator with still to be planned explantation of the crt-d.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. All the devices have been sterilized and released according to all applicable procedures. Gali 4lv sonr crt-d 2844 (sn (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 03 september 2021 use before date: 02 march 2024 sterilization lot: s0512 - 3540 axone m lead ( sn (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 22-june-2021 use before date: 21-june-2022 sterilization lot: s0501 - 3518 sonrtip ps55d (sn (B)(6) lead was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 11-may-2021 use before date: 11 may-2024 sterilization lot: s0495 ¿ 3500 fastrack guide (sn (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 22-june-2021 use before date: 21-june-2022 sterilization lot: s0501 - 3518 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature

Event description:
Reportedly, patient (B)(6) came to regular astral study m24 visit and complainted about pain in the area of the implanted generator. Also he said that since two weeks he could observe swelling in the implant area of the generator. Suspected pocket infection by the investigator with still to be planned explantation of the crt-d.